Event description:
It was reported that a patient line of a homechoice automated cassette leaked during prime of peritoneal dialysis therapy. The patient was not connected at the time of the alarm. The customer reported that the cassette was moist when they removed it from the homechoice. The technical services representative assisted the care giver to start over with new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.